Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7081829, UDI#: (B)(4). Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7082532, UDI#: (B)(4).

Event description:
It was reported that the patient developed an infection located at the buttocks, implantable pulse generator (ipg) implantation site, and in the back at the lead fixation site. The cause of the infection is unknown. The patient underwent a spinal cord stimulator (scs) system explant to explant all devices. A culture was taken and methicillin-resistant staphylococcus aureus (mrsa) was confirmed. The patient has been admitted to the hospital and underwent antibiotic treatment. The patient is doing well postoperatively. All explanted devices were discarded by the medical facility.